Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot numbers remain unknown. Further information was requested. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis (unknown) to treat an abdominal aortic aneurysm. It was reported that after the device deployment, the right renal artery was occluded. There is no sequela regarding this patient. Further information was requested.

Manufacturer narrative:
Further information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel and renal (e.g., artery occlusion, insufficiency, failure). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
The patient is doing well. According to the physician, the occlusion is not related to the endoprosthesis, but it is related to the thrombotic pathology and the patient¿s anatomy. Further information was requested but was not available.